Event description:
A surgeon reported that air came from the infusion line during a vitrectomy procedure. The case was able to be completed by clamping the air line. There was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).